Manufacturer narrative:
On june 28, 2023, mentor received two devices for analysis. On july 11, 2023, mentor completed a visual inspection and microscopic examination of the returned devices. Both devices were found to have instrument damage. As both devices have the same lot number, the complaint device could not be differentiated. As such, a new file was generated to document the second device received. This report is for device a. Refer to manufacturing report number 1645337-2023-08348 for the contralateral event (device b). Device evaluation summary: visual analysis of the returned sample determined that a tear was found on the anterior aspect of the breast implant, measuring approximately 5.5 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, microscopic examination of the returned product indicates that the implant could have being damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Date of explant: (B)(6) 2023. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 56-year-old caucasian female patient underwent a primary breast augmentation surgery with a 325cc mentor smooth round moderate profile saline breast implant. Post-operatively, the patient experienced a deflation of her right prosthesis, which was confirmed by a medical professional. As a result, the patient is scheduled for removal surgery on (B)(6) 2023.